Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2019; seven low flow alarms were logged since (B)(6) 2019. Additionally, one high watt alarm was logged on (B)(6) 2019 immediately following a manual increase in pump rotational speed. Information provided by the site indicated that, upon admission, the patient went into flash pulmonary edema and then quickly declined and went into carcinogenic shock. Care was withdrawn and the patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the observed high watt alarm can be attributed to inappropriate pump rotational speed and/or incorrect setting of the alarm threshold. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. Upon hospital admission, the patient experienced flash pulmonary edema and then quickly declined. The patient then went into carcinogenic shock and had multi-system organ failure. The family decided to withdraw care and the patient expired.